Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that stent profile problem occurred. Vascular access obtained via radial artery. The 14mmin length, eccentric, de novo target lesion was located in the mildly tortuous, moderately calcified, and 3.5mm in diameter proximal left circumflex. After predilatation of critical stenosis with a 2.0 x 15 mm balloon, a 16 x 3.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during procedure, it was noticed that the stent appeared to be a lot longer than previously used 15 mm balloon; but then, as there was no significant side branches in the vessel, the stent was implanted. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.